Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The field service engineer found a needle in the washing station was blocked. He cleaned the needle, which appeared to resolve the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. After receiving several initial questionable results, the customer replaced the electrodes and ran patient samples. One example was provided of a result of 125 mmol/l and a repeat result of 135 mmol/l.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. Based on the service finding, the investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.